Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) device sounded an alarm electrical detection failed, code #50. The user promptly replaced it with another device. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; d8; d9; e1 event site telephone number; g2; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. A getinge field service engineer (fse) evaluated the device and determined that the motor was faulty. After the quotation was given to the user, the user explicitly refuses to repair the device. In future if we receive any repair information will reopen and update the investigation.